Manufacturer narrative:
The device was returned for analysis. The reported guide break was confirmed. Difficulty to open or close the foot could not be tested due to the condition of the returned device. Entrapment could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.

Event description:
Subsequent information: a guide break held with the actuator wire was observed and occurred during the cutdown. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a calcified right common femoral artery was attempted using a proglide device with a 7f sheath after an interventional cardiac procedure. Reportedly, the needles were deployed. The foot plate could not be retracted and device was not able to be removed. A cut down was performed and device was removed. Hemostasis was achieved via surgical suturing. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.